Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 2 months post implant of this 16mm pulmonary valved conduit in an 18 month old pediatric patient, an 18mm transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 10 months post implant of this 16 mm pulmonary valved conduit in an (B)(6) old pediatric patient, the conduit was explanted and replaced with a 24 mm pulmonary homograft. The reason for intervention was not reported. No additional adverse patient effects were reported.